Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2014 to report an adverse event on (B)(6) 2014. Patient's husband stated that he arrived home 15 minutes after the patient began experiencing hypoglycemia and the continuous glucose monitoring device was alarming and displaying a low blood glucose level. The paramedics were called and the patient was treated on site and then taken to the hospital on (B)(6) 2014. Patient's husband reported that the doctors stated the patient experienced a mini-stroke. At the time of contact with dexcom technical support the patient was feeling better and back to normal.